Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed- check for empty tubing or reservoir; and there was air in line. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the pump to alarm "air in line" is unintentional user error as it was able to be troubleshooted and corrected. The most probable cause for the pump alarming "cassette not attached properly" is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: regulatory.responses@icumed.com.